Event description:
Approximately 20 months following cypher stent placement, the patient returned for follow up. Repeat coronary angiography and fluoroscopy revealed a stent fracture. It is unknown if any restenosis was present or if treatment was required. Indication for initial eval is unknown. The target lesion was indentified as the proximal right coronary artery with no lesion or vessel characteristics provided. The lesion wa pre-dilated with a 1.5 x 20mm unknown balloon at 8 atms for 30 seconds. Post dilatation was performed with 3.0 x 20 mm unknown balloon at 20 atms for 20 seconds.